Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pez819/ vcp311h, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05535 and 2210968-2020-05534.

Event description:
It was reported that the patient underwent an open reduction and cannulated screw internal fixation for old fracture of right medial malleolus surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke at the time of knotting when sewing the incision during the surgery. Another like suture was used. No further information is available.